Event description:
Customer reported potential discrepant high triage troponin (tni) result in comparison to alternate point of care (poc) tni result and analyzer. Results are as follows: date: (B)(6)2014; whole blood tested on triage cardiac panel at 12:00. Tni = 1.9; ck-mb= 7.9 and myoglobin=263. The pt was sent to the emergency room and blood samples taken at 13:37. Alternate poc: tni=0.0 and analyzer tni=0.01. At 12:00 sample ran on analyzer tni=0.01. Customer took the whole blood sample from (B)(6) 2014 12:00 and repeated it on the triage device on (B)(6) 2014. Tni=0.6; myoglobin=175; ck-mb=5.7. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.